Event description:
Related manufacturer reference number: 2017865-2021-36184, related manufacturer reference number: 2017865-2021-36185. It was reported that the patient had an unspecified infection. Additionally, the right ventricular lead exhibited insulation damage. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
Correction: b5 d10 should include additional products.

Event description:
Related manufacturer reference number: 2017865-2021-36184 related manufacturer reference number: 2017865-2021-36185 related manufacturer reference number: 2017865-2021-36304 related manufacturer reference number: 2017865-2021-36305 it was reported that the patient's right ventricular lead and right atrial lead were removed and replaced in an unrelated incident. Following the procedure, the patient had an unspecified infection. Additionally, the new right ventricular lead exhibited insulation damage. The pacemaker system was removed. The patient was stable.

Manufacturer narrative:
The reported event of infection, low pacing impedance, and insulation breach could not be confirmed. As received, a complete lead was returned for analysis. Visual examination and did not reveal any anomalies.